Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: der recieved 04/11/2016. Patient was revised to address loose acetabular cup. Updated cup part number, revision date, patient demographics, and device code. Complaint updated 04/11/2016.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received from litigation; patient underwent a revision to address pain, atrophy of musculature, sacroiliitis; metallosis, necrosis and elevated metal ions.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/25/2016 supplemental received. Part and lot was provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Medical records received. After review of the medical records for MDR reportability, partial revision operative note (only page one available for review) indicates postop diagnosis of "failed r metal-on-metal hip arthroplasty with metallosis and abductor and pericapsular necrosis" indications for surgery from same note state metal ions "cr level was 10 and her co was 12.9" without any units of measure, and "mars MRI...demonstrated extensive adverse tissue reactions". The postop diagnosis for the right hip did not mention any acetabular cup loosening. Necrosis added to patient FDA codes. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation papers allege: began having pain and tenderness, astrophy of musculature, numbness, sacoilitis, and metallosis in both hips. Patient had abnormal high levels of metals in her blood.